Event description:
It was reported a patient presented in clinic after lead noise episodes were observed in a merlin transmission. The patient received inappropriate antitachycardia pacing therapy due to noise episodes. Lead revision was recommended. The patient will continue to be monitored.